Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.

Event description:
Covidien received info stating that an 840 ventilator had unresponsive touch screen. The ventilator was not in use on a pt at the time of malfunction occurred.

Manufacturer narrative:
(B)(4).